Manufacturer narrative:
The customer reported that there was no alarm for a v-tach event. The available information neither supports that there was a v-tach event nor supports that there was any failure to alarm. Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that there was no alarm for a v-tach event.